Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the cause for the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was chosen for implant using an 9f amplatzer trevisio intravascular delivery system. During the procedure, the device was observed to take a cobra head deformation. It was noted that there was no interaction with cadiac structures during deployment or any angulation or kink in the delivery system. The procedure was completed using a 12mm amplatzer septal occluder. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure.